Manufacturer narrative:
(B)(4)

Event description:
It was reported that the physician reviewed old interrogations and noted the pulse generator exhibited a diagnostics anomaly. On (B)(6) 2016 the device was explanted and replaced. No additional information was reported.